Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed. Although a leak was not observed and no damage or irregularities were noted that would have resulted in the reported leak, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end bell housing. As such, this complaint is confirmed as an internal blood leak. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure; the fiber bundle was tinged from blood residue. Coagulated blood was noted between both screw flanges and within the dialysate compartment on the cavity ID end bell housing. The complaint investigator subjected the dialyzer to a laboratory bubble point test where testing was inconclusive due to the possible coagulated blood. The dialyzer was subjected to a destructive disassembly of the dialyzer to better visually examine the dialyzer. Both sonic welded screw flanges were removed to inspect the polyurethane potting. Visual examination of the polyurethane potting noted that both polyurethane potting ends remained intact. There were no visual separations on the potting cut surface and there were no displaced or stray fibers away from the fiber bundle. The fiber bundle was them removed from the dialyzer housing where no broken, loose, looped/kinked, or short fibers were observed. The inferior surface of the polyurethane potting were examined by removing the fiber membrane. There were no voids observed and both potting masses were within acceptable parameters. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complaint facility. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.